Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a printer problem and the printer was replaced. It was additionally noted that telemetry was intermittent due to a loose radiofrequency connector and the link electronic module was replaced and calibrated and the software reloaded and updated. The unit was also missing hinge plate screws which were replaced and secured. (B)(4).

Event description:
It was reported that the programmer's printer did not work. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.